Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation, small atrium, and a tortuous vessel. Following transseptal puncture, with the guidewire confirmed to be in the left upper pulmonary vein, a steerable guide catheter (sgc) and dilator were inserted and advanced toward the mitral valve. However, while crossing the lower inferior vena cava (ivc), resistance was encountered, and the wire was noted to have traveled back into the right atrium (ra). The system was removed from the patient. While outside the patient, it was observed that the wire was bent. It was noted that upon further investigation, with contrast injections, that damage to the vein in the lower abdomen had occurred. There was no clinically significant delay in the procedure. It was later reported that the patient underwent surgery to remedy the lower abdominal vein damage. A covered stent was implanted at the site with an excellent result.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation, small atrium, and a tortuous vessel. Following transseptal puncture, with the guidewire confirmed to be in the left upper pulmonary vein, a steerable guide catheter (sgc) and dilator were inserted and advanced toward the mitral valve. However, while crossing the lower inferior vena cava (ivc), resistance was encountered, and the wire was noted to have traveled back into the right atrium (ra). The system was removed from the patient. While outside the patient, it was observed that the wire was bent. It was noted that upon further investigation, with contrast injections, that damage to the vein in the lower abdomen had occurred. There was no clinically significant delay in the procedure. It was later reported that the patient underwent surgery to remedy the lower abdominal vein damage. A covered stent was implanted at the site with an excellent result.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to advance and vascular dissection were due to patient anatomy. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.